Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not reproduced. The assignable cause was determined to be key being pressed more than fifty seconds. No repair is necessary to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. The user interface module software version is colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with an "500:320:654:0000 error code". The event was reported to have occurred during testing in biomed service. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.